Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting treatment with polyflux dialyzer, the patient experienced a pale complexion, a feeling of defecation, general discomfort and sweating. The blood pressure (bp) was measured at 87/37 mmhg, the heart rate (hr) was 70 beats per minute, and the blood glucose was 6.1mmol/l. Treatment was suspended and the patient was administered dexamethasone (intravenous, 5mg), 200 ml of normal saline and nasal cannula oxygen at 2l/min. Approximately 12 minutes later, the bp was measured at 103/58 mmhg and the hr was 72 beats per minute. The patient reported that the symptoms had improved. According to the reporter, 31 minutes later, the bp was 139/78 mmhg, and the hr was 74 beats per minute. The patient was given a ¿recovery of 2.7 liters of ultrafiltration¿ with no discomfort reported and treatment was resumed. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.